Event description:
It was reported that the clip does not come loose from the jaw of the applier. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73g1800265 was manufactured on 07/10/2018 a total of 261 pieces. Lot was released on 07/16/2018. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged. The sample appears used as there is biological material present on the device. First, the trigger cycle was completed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load into the jaws. Upon further examination, it was noticed that there is a buildup of biological material in the bottom jaw which is preventing the clips from loading properly. The buildup was manually removed and another attempt was made to fire the device. This time, a clip was able to properly load into the jaws of the applier and was successfully applied to over-stressed surgical tubing. The remaining clips were also able to properly load and were successfully applied to over-stressed tubing. The root cause of this complaint issue is the buildup of biological material in both jaws. There were no functional issues found with the device itself. Therefore, based on the condition of the returned sample, operational context caused or contributed to this event. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip stuck in applier" was confirmed based upon the sample received. Upon functional inspection, it was found that a buildup of biological material was stuck in both jaws which prevented the clips from properly loading. Once the buildup was removed from both jaws, the remaining clips were able to fire properly. There were no functional issues found with the device. Since the clips were unable to load due to the buildup of biological material in the jaws, operational context caused or contributed to this event.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip does not come loose from the jaw of the applier. There was no patient injury.